Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test due to blank display. Drive support disk was inspected and no anomaly was noted. Unit received without battery cap unable to confirm damage. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.

Event description:
Customer reported via phone call of having a blank screen display and was able to resolve by cleaning battery compartment. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced.